Event description:
Therapist called and stated they were doing a pivot transfer on a pt into an easystand 5000. The therapist went on to state that this individual has very high tone in their legs and halfway through the transfer extensor tone kicked in in their legs and their legs pulled back toward the quick adjust handle used to adjust the footplates on the standing frame. The force caused a puncture wound in their leg approximately three inches deep which required a trip to the ER where the pt received stitches for the wound.